Event description:
While performing a pulmonary function test, using the microgard filter between the pt and instrument, on his last deep inspiration, the pt began coughing. He continued coughing then expectorated a small piece of white spiral plastic shaving. After waiting several minutes, testing was completed with another filter without further problems. Pt did not require any medical treatment or intervention.